Manufacturer narrative:
Additional excluder® component included in this report: pxc141000/05259862. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2007, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2015, the patient presented to the facility with increased pain. Imaging reportedly revealed a left common iliac/hypogastric artery aneurysm measuring approximately 5cm in diameter, seen distal to the originally placed 18mm contralateral leg component (pxc181000/05252458). According to the report, the iliac/hypogastric aneurysm was attributed to disease progression of the existing abdominal aortic aneurysm. Thrombosis was also noted on the right side with complete occlusion up to the bifurcation. The physician believes the thrombosis may have been caused by a kink in the lower-third of the 14mm limb on the ipsilateral side (pxc141000/05259862) due to extremely tortuous anatomy. On the same day, the patient underwent coil embolization of the left hypogastric, and was implanted with two additional contralateral limbs on the left side. The aneurysm was successfully excluded, and the patient tolerated the procedure. The thrombosis on the right side was not addressed during the re-intervention. The physician will continue to monitor the patient, and consider further intervention if the patient becomes symptomatic.